Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that during an acl procedure while inserting their milagro advance screw, 7x23mm, on the femur the screw broke approximately 4mm from the proximal end. The surgeon completed the procedure by using the broken screw for the fixation, approximately 19mm of screw was in place. The surgeon removed the broken piece with no patient consequences or delays in the procedure. The sales representative reported that the bone quality was rock hard. The sales representative stated that it was btb, bone plug recessed approximately .6mm and the surgeon chose not to tap so he would not tear the graft. The device will not be returning.